Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed and the spline planarity leading to the aborted procedure could not be confirmed. However, an image was reviewed by a boston scientific quality engineer. In the provided image, there is evidence of the splines in flower position, but out of alignment. To confirm this issue, the device must be tested with a planarity fixture. Since the device was not returned, the allegation could not be confirmed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of spline planarity issue and cancelled procedure are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on all the available information, boston scientific has assigned an investigation conclusion code of cause not established as the reported spline planarity issue allegation could not be established due to lack of evidence. Additionally, the reported cancelled procedure is a known inherent risk of the farawave device. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter title, initial reporter first name, initial reporter last name- updated.

Event description:
It was reported that an aborted procedure occurred. During an atrial fibrillation ablation procedure, a farawave catheter was prepared, and when checking the basket and flower configurations of the catheter, the catheter pedals were found to be pushed all the way forward and would not go back into the same plane. The catheter was replaced. However, the procedure cancelled and rescheduled with the patient under general anesthesia due to the reported observation of high perforation risk due to patient anatomy and not having cardiothoracic (CT) backup at the account. Therefore, the procedure was rescheduled for another location. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that an aborted procedure occurred. During an atrial fibrillation ablation procedure, a farawave catheter was prepared, and when checking the basket and flower configurations of the catheter, the catheter pedals were found to be pushed all the way forward and would not go back into the same plane. The catheter was replaced. However, the procedure cancelled and rescheduled with the patient under general anesthesia due to the reported observation of high perforation risk due to patient anatomy and not having cardiothoracic (CT) backup at the account. Therefore, the procedure was rescheduled for another location. The catheter is not expected to be returned for analysis as it was disposed.